Event description:
Patient reported that, she had a diep flap surgery alongside her mastectomy. And since then, she has been having series of infections which she thought was due to her chemotherapy. It was later discovered by her doctor that the mesh was the cause of the infections and for that reason the infected part was removed. The pain however continued. The incision site became inflamed and the pain got worse and worse. Per information from her doctor, the mesh got encapsulated and for that reason it had to be removed. The mesh was completely removed on (B)(6) 2015 and sent to the lab. She is free of pain and infection but will want FDA to create awareness to other users of the danger of this product.